Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they made the next program setting last week and went up until they felt either an electric vibration shock in the foot or felt like a muscle contraction in the butt so backed it off one setting and still felt a very minor set of symptoms, felt some pangs in the bladder rotating and a little bit of contraction, but it seemed to go down after a couple days. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue. The patient said that their urologist is dr. (B)(6) at (B)(6). The patient said that their next follow up appointment is in three months. .".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.